Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that one of the syringes had its scale markings rolled to the right of the center line. This difference is not considered a product failure and is considered acceptable per our production standards. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material#: 309703, lot#: 2171746. It was reported by the customer that the marks not aligned on the barrel of the syringe which triggered this supplier quality alert. 1. Yes there are samples available. Please provide an address where samples can be sent. 2. The date of the event was november 30, 2023.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had scale marking issue it was reported by the customer that the marks not aligned on the barrel of the syringe which triggered this supplier quality alert. Verbatim: rcc received a complaint via email. Email(s) attached. Syringes were identified within becton dickinson¿s lot with graduation marks not aligned on the barrel of the syringe which triggered this supplier quality alert. Attached is a copy of the quality alert paperwork along with pictures of the defects. Please investigate this issue and provide a response to the quality alert on or before february 12, 2024. Samples demonstrating the defect are available if needed. Please respond to this email indicating where to send the samples if required. Thank you for your cooperation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.